Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The patient was hospitalized prior to death. The cause of death reported by the patient¿s spouse was ¿everything stopped, his left leg was amputated, last few weeks before his passing, his other leg -toes were turning black quite quickly¿. Pd therapy was ongoing until the patient died but it was reported that the patient was not on the homechoice device at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. A visual inspection was performed and found no issues. The power on self-test was successfully performed. The device passed all tests per procedure. The device was serviced more than 1 year ago therefore a service history review was not performed as part of the complaint investigation. Should additional relevant information become available, a supplemental report will be submitted.